Event description:
General report received of an unspecified number of undocumented incidents of devices delivering more medication than intended. On unspecified dates and times, devices were programmed for delivery of unspecified medications and the deliveries were started. No specific pt info, device programming, or event details were provided. After an unspecified length of time, it was reported the deliveries completed sooner than expected. At that time, it was reported the devices did not alarm to indicate the deliveries were complete. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. Though requested, no add¿l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.